Manufacturer narrative:
The company service representative examined the system. The pcb and supervisor module were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): no patient injury reported (no known impact or consequence to patient). Product problem(s): "the system shut down" (loss of power); "system message displayed" (device displays error message). The surgeon reported the system shut down on its own. A system message displayed. No patient injury was reported.